Event description:
Over 81 reports across the country received by our office in regards to bosma gloves. Numerous facilities reported issues with the bosma gloves of numerous sizes and lots mentioning that they are easily tearing when putting on. Other facilities reported gloves were torn when they were taken out the box, before putting them on. Other reports mentioned fingers were missing off the gloves. Numerous reports mentioned gloves were also thinner and this has causes needles to slip increasing potential for needle sticks and harm to healthcare providers. Staff are reporting "about every 3rd glove tears when removing from box and many are defective coming out of the box (tears, holes, missing 'chunks' of the glove, missing fingers, fingers/thumb located in the wrong place). This lack of quality places both the patient and staff at risk for infection. Manufacturer response for bosma gloves, bosma (per site reporter). Manufacturer has offered to replace products with no improvement in quality.